Event description:
The manufacturer received information alleging a functional test of a trilogy evo was performed and it did not permit battery charging. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in patient use. As the distributor was the one that performed the functional test, it was determined that the device needs the system board replaced to address the issue. Additionally, it was alleged that the device did not allow o2 sensor calibration. The fio2 sensor is used for monitoring purposes only and does not affect therapy. This is not considered a reportable event.

Manufacturer narrative:
The reported failure that the device did not permit battery charging is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Non-serialized product. DHR review not required.